Manufacturer narrative:
Corrected data; h6: health impact code 2199 corrected to 4629. Claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -11.00 diopter was implanted into the patients right eye (od) on (B)(6) 2024. Excessive vault; angle closure with elevated iop was observed. On (B)(6) 2024 the lens was exchanged for a shorter length lens and the problem was resolved. Cause reported as device.